Event description:
Received information regarding air bubbles seen in the patient line/luer lock/infusion set tubing. The customer reported that the air bubbles appear when giving a correction bolus due to high blood glucose levels. Reportedly, the customer has been successfully loading the cartridges and has not been having issues with air bubbles.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.